Event description:
The physician reports performing cataract surgery with implantation of the adaptao intraocular lens in the right eye. Approx thirty one months postoperatively, the surgeon observed opacification of the iol and the pt's bcva decreased to worse than 20/40. The lens was explanted and replaced with a second iol. The pt continues to be monitored.

Manufacturer narrative:
The damaged lens has been returned to b+l and is currently undergoing eval. Root cause: according to the surgeon, the cause of the lens opacification is unk.